Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial# (B)(6), implanted: (B)(6) 2015 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances; over 40k ohms. Patient had loss of stimulation. The rep reprogrammed around electrodes with high impedance. Issue is resolved. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances over 7000. The rep reprogrammed and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: specify; product ID: 39286-65, (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances; over 40k ohms. Patient had loss of stimulation. The rep reprogrammed around electrodes with high impedance. Issue is resolved.